Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had experienced extreme pain for the (B)(6) and that 2 of the pt's pumps had stopped working. It was unk what the exact reason was for the replacement of this pump. See manufacturer's report# 3004209178-2011-02995 for information regarding a volume discrepancy in the new pump. The medication being delivered via the device system was dilaudid.